Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedances were noted intra-op. The leads were disconnected from the ins and connected to the external neurostimulator to test the leads. This occurred in the past. Exact date of the event/s was not provided.